Event description:
It was reported that the patient with this pacemaker experienced a syncopal event. The device data was reviewed and there was one atrial tachy response (atr) episode stored due to an atrial arrhythmia. There were no other stored episodes. The local area field representative was contacted for additional information; however, no further information is available at this time. This product remains in service. No additional adverse patient effects were reported.